Event description:
It was reported that pump experienced malfunction alarm identified as malfunction code 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any future malfunction occurred, and caller acknowledged these instructions.